Manufacturer narrative:
Product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. To treat the low bg level, the customer consumed candy. Recommendation was made to discuss diabetes management with health care provider.